Manufacturer narrative:
Per the clinic, the patient experienced a recurrent infection at implant site prior to the explantation and was treated with oral antibiotics (specific date and duration not reported). This report is submitted on november 19, 2021.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 24, 2021.

Manufacturer narrative:
This report is submitted on october 28, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.